Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. It was reported that a patient's blood glucose reached 300 mg/dl while wearing the pod between 24 and 36 hours. The patient cannula came out from the infusion site (unknown). No further information is available.

Event description:
It was reported that a patient's blood glucose levels reached 326 mg/dl while wearing the pod worn between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, patient replaced the pod, gave a shot of insulin. Document increase in bg levels from all history in pdm records or as described by the caller: 653p bg 225; 824p bg 310 bolus ; 1057 bg 237 correction bolus; 416a bg 326 ketones at .9 shot 1.0 unit; removed pod; 744a bg 84.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. No issues noted that would result in high blood glucose levels.